Manufacturer narrative:
A ge representative evaluated the system and replaced the rpos and system interface boards, and the hard drive, and reloaded software. System operates as intended.

Event description:
Customer reported recurring issues with disk failures. No patient injury was reported.